Manufacturer narrative:
Patient weight is unknown. Date of mal-union is unknown. The 510k: this report is for an unknown trauma locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial catalog number reported as 04.005.5xx. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of one (1) titanium cannulated tibial nail with proximal bend. Following implantation on an unknown date, the patient had gone back for a follow-up visit and was discovered to have a malunion of the distal tibia. The mal-union was corrected with an osteotomy and another titanium cannulated tibial nail with proximal bend of the same size was implanted. The procedure was successfully completed. It was unknown if there was any surgical delay. The patient outcome is unknown. This report is for an unknown trauma locking screw. This is report 2 of 2 for (B)(4).